Event description:
During abbi procedure, when the tissue was being withdrawn by the gun, the tissue was not cut by wire in gun. The physician had to manually cut the tissue. Gun was sent back to MFR. All other guns with same lot numbers were returned to MFR (34 guns).